Event description:
On (B)(6) 2026, patient underwent a dialysis catheter placement procedure using the glidepath. Post procedure, on (B)(6) 2026, it reported that the catheter expelled out of the patients body, further it was noted that there was an absence of fibrosis at the catheter site. On the same day catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.